Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("chronic pelvic pain, pain") and sjogren's syndrome ("sjogren's syndrome") in an adult female patient who had essure (batch no. A86674, a14697) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included tubal pregnancy in 1992, vitamin d deficiency, connective tissue disorder on (B)(6) 2011, multigravida, parity 2 and ectopic pregnancy (1992). Previously administered products included for birth control: dmpa from 2012 to 2013, mirena intrauterine device from (B)(6) 2011 to (B)(6) 2012, depo from (B)(6) 2011 to (B)(6)2011 and dmpa from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: nuvaring. Concurrent conditions included dyslipidemia since (B)(6) 2011, vitamin b12 deficiency since 16-aug-2011, dyslipidemia, neck pain since (B)(6) 2015 and drug allergy. Concomitant products included omeprazole (prilosec) since (B)(6) 2017 for gastrooesophageal reflux disease and hydroxychloroquine phosphate (plaquenil) since (B)(6) 2012 and ibuprofen since (B)(6) 2012 for sjogren's disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), menopausal symptoms ("post menopausal syndrome"), sjogren's syndrome (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), blood disorder ("blood disorder/ condition"), cardiac disorder ("heart disorder/ condition"), pelvic discomfort ("pelvic pressure"), abdominal pain ("abdominal pain") and flank pain ("bilateral side pain"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy and removal of essure coils).essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, arthralgia, menopausal symptoms, tooth disorder, hormone level abnormal, blood disorder, cardiac disorder and pelvic discomfort outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and flank pain had resolved and the sjogren's syndrome had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, blood disorder, cardiac disorder, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, sjogren's syndrome, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 12-jun-2018: plaintiff fact sheet and medical records received: medically confirmed case.new reporters added. Patient demographic information and patient relevant history added. Essure insertion date updated to (B)(6) 2013. Lot number added. Events perforation (fallopian tube(s)), post menopausal syndrome, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), sjogren's syndrome, migraines, headaches, nausea, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, hair loss, hormonal changes, blood disorder/ condition, heart disorder/ condition, pelvic pressure, abdominal pain and essure confirmation test: no added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), uterine perforation ("migration of essure device location of device: uterine serosa/perforation (uterus)"), pelvic pain ("chronic pelvic pain, pain / bilateral side pain"), genital haemorrhage ("abnormal bleeding (general)") and sjogren's syndrome ("autoimmune disorder type of disorder: sjogren's syndrome") in an adult female patient who had essure (batch no. A86674-inv, a14697-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included tubal pregnancy in 1992, vitamin d deficiency, connective tissue disorder on (B)(6) 2011, multigravida, parity 2, ectopic pregnancy (1992), ectopic pregnancy (right tube ectopic pregnancies (tubal) - (B)(6) 1992 ¿ salpingostomy) in 1992 and sjogren's syndrome. Previously administered products included for birth control: dmpa from 2012 to 2013, mirena intrauterine device from (B)(6) 2011 to (B)(6) 2012, depo from (B)(6) 2011 to (B)(6) 2011 and dmpa from (B)(6) 2011 to (B)(6) 2011; for an unreported indication: nuvaring. Concurrent conditions included dyslipidemia since (B)(6) 2011, vitamin b12 deficiency since (B)(6) 2011, dyslipidemia, neck pain since (B)(6) 2015, allergic reaction to antibiotics, vitamin d deficiency since (B)(6) 2011, undifferentiated connective tissue disease since (B)(6) 2011, gastroesophageal reflux disease since (B)(6) 2013 and neck pain since (B)(6) 2015. Concomitant products included omeprazole (prilosec) since (B)(6) 2017 for gastrooesophageal reflux disease, hydroxychloroquine phosphate (plaquenil) since (B)(6) 2012 for sjogren's disease, ibuprofen since (B)(6) 2012 for sjogren's disease, migraine, headache and pelvic pain as well as amitriptyline from 2016 to 2017, duloxetine from 2016 to 2017, hydroxychloroquine since (B)(6) 2012, methocarbamol from 2015 to 2017, omeprazole from (B)(6) 2013 to (B)(6) 2017 and zolpidem since 2016 to (B)(6) 2017. In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced nausea ("nausea"). In (B)(6) 2014, the patient experienced vaginal discharge ("vaginal discharge"). In 2015, the patient experienced menopausal symptoms ("post menopausal syndrome") and menopause ("hormonal changes - describe - natural menopause"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), sjogren's syndrome (seriousness criterion medically significant), arthralgia ("joint pain"), tooth disorder ("dental problems"), blood disorder ("blood disorder/ condition"), cardiac disorder ("heart disorder/ condition"), pelvic discomfort ("pelvic pressure"), abdominal pain ("abdominal pain"), flank pain ("bilateral side pain"), dyspnoea ("blood or heart disorder/condition type: shortness of breath") and fibromyalgia ("autoimmune disorder type of disorder: fybromyalgia"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy and removal of essure coils), surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy and removal of essure coils) and surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, arthralgia, menopausal symptoms, tooth disorder, blood disorder, cardiac disorder, pelvic discomfort, dyspnoea, menopause and fibromyalgia outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain, flank pain and dyspareunia had resolved and the sjogren's syndrome had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, blood disorder, cardiac disorder, dysmenorrhoea, dyspareunia, dyspnoea, fallopian tube perforation, fatigue, fibromyalgia, flank pain, genital haemorrhage, headache, menopausal symptoms, menopause, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, sjogren's syndrome, tooth disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 19-oct-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (general), blood or heart disorder/condition type: shortness of breath, natural menopause, autoimmune disorder type of disorder: fybromyalgia, migration of essure device location of device: uterine serosa, perforation (uterus). Outcome of event dyspareunia update from unknown to recovered / resolved. Onset date of event menopausal symptoms, hormone level abnormal, dyspareunia, headache, migraine, nausea, dysmenorrhoea, vaginal discharge, alopecia, fatigue were update. Historical condition, concomitant disease and drug were added. Incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("chronic pelvic pain, pain") and sjogren's syndrome ("sjogren's syndrome") in an adult female patient who had essure (batch no. A86674-inv, a14697-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's past medical history included tubal pregnancy in 1992, vitamin d deficiency, connective tissue disorder on (B)(6) 2011, multigravida, parity 2 and ectopic pregnancy (1992). Previously administered products included for birth control: dmpa from 2012 to 2013, mirena intrauterine device from (B)(6) 2011 to (B)(6) 2012, depo from (B)(6) 2011 to (B)(6) 2011 and dmpa from (B)(6) 2011; for an unreported indication: nuvaring. Concurrent conditions included dyslipidemia since (B)(6) 2011, vitamin b12 deficiency since (B)(6) 2011, dyslipidemia, neck pain since (B)(6) 2015 and allergic reaction to antibiotics. Concomitant products included omeprazole (prilosec) since (B)(6) 2017 for gastrooesophageal reflux disease and hydroxychloroquine phosphate (plaquenil) since (B)(6) 2012 and ibuprofen since (B)(6) 2012 for sjogren's disease. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced hormone level abnormal ("hormonal changes"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), sjogren's syndrome (seriousness criterion medically significant), arthralgia ("joint pain"), menopausal symptoms ("post menopausal syndrome"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), blood disorder ("blood disorder/ condition"), cardiac disorder ("heart disorder/ condition"), pelvic discomfort ("pelvic pressure"), abdominal pain ("abdominal pain") and flank pain ("bilateral side pain"). The patient was treated with surgery (bilateral salpingectomy - laparoscopic bilateral salpingectomy and removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, arthralgia, menopausal symptoms, tooth disorder, hormone level abnormal, blood disorder, cardiac disorder and pelvic discomfort outcome was unknown, the pelvic pain, vaginal haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, vaginal discharge, fatigue, alopecia, abdominal pain and flank pain had resolved and the sjogren's syndrome had not resolved. The reporter considered abdominal pain, alopecia, arthralgia, blood disorder, cardiac disorder, dysmenorrhoea, fallopian tube perforation, fatigue, flank pain, headache, hormone level abnormal, menopausal symptoms, menorrhagia, migraine, nausea, pelvic discomfort, pelvic pain, sjogren's syndrome, tooth disorder, vaginal discharge and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 30-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("joint pain"). The patient was treated with surgery (bilateral salpingectomy on (B)(6) 2017). At the time of the report, the pelvic pain and arthralgia outcome was unknown. The reporter considered arthralgia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.